Event description:
It was reported that on (B) (6) 2007, the md inserted the intra-aortic balloon (iab) via the femoral artery using a sheath. On (B) (6) 2007, the pump, an autocat 2 wave (B) (4), alarmed. The alarm indicated that pump was not able to "read the fiberoptix sensor (fos)". The staff used the arterial pressure signal instead of the fos to monitor the pt. The pt expired. The death was not related to the iab. Add'l info received on 1/20/2010 from arrow (B) (4) indicated the physician mentioned the pt's death was not due to the iab.

Manufacturer narrative:
(B) (4). Evaluation: the intra-aortic balloon (iab) was returned for evaluation. There was blood on the exterior surface on the iab. Teflon sheath was on the catheter approx 17 cm from the proximal end of the bladder. The sheath was cut approx 2.4 cm from the sheath hub. The catheter was kinked approx 5 mm from the bifurcation cuff. A spring wire guide (swg) was fed through the central lumen from both ends of the iab and met resistance approx 5 mm from the bifurcation cuff. The cal key and slide connector were attached to the fos cable. The fos was light level tested and passed. The fos center post was in the correct position within the grey housing. The fos sensor was inserted into an intra-aortic balloon pump and the sensor zeroed and the cal key was recognized by the iabp. The fos status code on the pump checked ok. The fos was static pressure tested and passed. As in this case, when the fiber optic pressure signal (fos) is not available, the iab is still able to be used since an ap (arterial pressure) signal is available through the central lumen. A transducer can be connected to the central lumen, as in all iabs and the arterial pressure and timing can be monitoring from this location. The effect of not having an ap fos signal is the enhanced wave inflation timing algorithm is not available. No problem found with fos, it passed all tests and functioned properly. It is unlikely that the iab was a causal or contributing factor to the death of the pt. The reporting healthcare professional said the pt's death was not due to the iab. We are submitting this report because we have determined that on the info available, we cannot conclude with certainty that the device was not a contributing factor.